Manufacturer narrative:
(B)(4), b5: describe event or problem - additional. D9: device availability - additional. H2: if follow-up, what type - additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share log was performed and the allegation was confirmed. The probable cause of the signal loss could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of unknown duration occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss could not be determined. The reported event of signal loss of unknown duration is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.